Manufacturer narrative:
Implant regio 46 fractured. Construction was a crown placed on the implant. Patient suffered from periimplantitis, following bone loss and implant instability. Fracture was caused by mechanical overloading, after 12 years in situ.

Event description:
Implant fracture.

Event description:
Implant fracture.